Manufacturer narrative:
(B)(4). It was reported that the md noticed the connection between the syringe and needle was loose allowing leakage. The issue was confirmed. One 18 ga introducer needle, 5 ml syringe and numerous other components were returned. Under microscopic examination, several cracks were observed in the needle hub. The cracks emanated from the opening in the hub and extended longitudinally down the hub. The luer taper of the needle hub could not be measured because of the damage. No defects or anomalies were observed on the syringe. The luer taper of the syringe was found to meet the specifications. The needle was attached to the syringe and the connection was secure. Water was aspirated into the syringe and injected through the introducer needle. Leakage was observed through the cracks in the hub. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this complaint issue is being conducted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in anesthesia, the md noticed that the connection between the syringe and needle was loose allowing leakage. As a result, a new kit was used to complete the procedure without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.